Event description:
Patient received vigamox, maxidex, yellox, and artelac rebalance as treatment for the events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Article citation: fernandez-garcia, aitor, et al. "Medium-term clinical outcomes following xen45 device implantation," ophthalmology, (2019), pages 1-7. This event was previously reported in report 3011299751-2019-00331 for a literature article. Further information was received specific to this patient which warrants the creation of this report. Multiple requests for the serial number have been made. Allergan has received no response from the author regarding the serial number. The event of a dellen is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. [(B)(4)].

Event description:
The article "medium-term clinical outcomes following xen45 device implantation" noted a patient with a xen 45 gel stent in the right eye experienced a dellen. Event ultimately resolved and device remains implanted.